Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: unknown / serial#: unknown, UDI #: asku, device available for evaluation: no, dev rtn to MFR? No, mfg date: unknown, labeled for single use: yes. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: percutaneous extraction of a leadless micra pacemaker from the pulmonary artery in a patient with complex congenital heart disease and complete heart block. Eurointervention. 2018;14:236-237. Doi: 10.4244/eij-d-17-00660. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an extraction of a leadless implantable pulse generator (ipg) from the pulmonary artery. The article reports that during the implant of the leadless ipg, as the tether was released, the device changed its position slightly and the pacing threshold increased to a high value. As repositioning was attempted, an interaction of the steerable introducer and snare released the device and it floated into a primary right pulmonary artery (pa) branch with the retrieval feature facing upstream. The left femoral venous access was used to retrieve the leadless ipg. It was snared around its retrieval feature and then easily withdrawn into the right atrium (ra) and pulled into the sheath and outside the patient¿s body. The same venous access was used to reimplant a new device in the apical position. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.